Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further noted that the replacement ra lead exhibited high thresholds at implant and dislodged during implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately two weeks post implant, the right atrial (ra) lead dislodged. The lead exhibited far field r-wave (ffrw) oversensing, diminished sensing and intermittent loss of capture. A chest xray revealed the atrial lead that was dropped and positioned close to the tricuspid valve. The lead was reprogrammed and later explanted. It was also noted that during the replacement procedure, the first replacement lead exhibited sub satisfactory results. The lead was attempted/not used and replaced with a competitor lead. No patient complications have been reported as a result of this event.